Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable pth stat elecsys results for one patient from the cobas e411 disk analyzer serial number (B)(4). The initial result from the first sample from the patient was 15.09 pg/ml. The repeat result was 177.2 pg/ml. A second sample was taken after excision of adenomas from the parathyroid glands. The results for this sample were 223.9 pg/ml and 239.8 pg/ml. The doctor that performed the surgery expect a value around 100 pg/ml. A third sample was taken from the patient and the results were 190.2 pg/ml and 180 pg/ml. On (B)(6) 2020, a fourth sample was taken from the patient and the result was 180 pg/ml.